Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed no delivery. The customer's blood glucose level was 50 mg/dl at the time of the call. The caller stated that the customer will be treated with carbs. The customer was assisted with trouble shooting and was informed that the insulin pump worked as designed. However, the caller believes the insulin pump is delivering more insulin than expected. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.